Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed system does not start up. Upon troubleshooting, fse found that the host pc was not powering on as the power supply to the motherboard inside the pc was temporarily interrupted. To resolve the issue, the philips engineer pressed the reset switch on the pc and rebooted multiple times. However, the issue was reoccurred and the fse replaced the host pc and hard disk. After which, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.